Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that during the ipg wound review the patient, that is enrolled in dbs dystonia registry clinical trial, was treated with medication. The patient then developed chest wound tenderness over the ipg site which was moderate in severity, and was treated with medication. The patient again developed chest tenderness and redness over the ipg site which was moderate in severity. The patient was treated with medication and the patient remained not recovered and the event remained not resolved. The event was assessed as being causally related to the procedure and hardware, ipg, and not related to the stimulation. The ipg was later explanted as reported in MFR report # 3006630150-2018-01575. No additional information is provided per clinical study protocol..